Event description:
On (B)(6), 2022, the icy catheter (lot #unknown) was placed into a right femoral vein of the post-cardiac arrest male patient (height - 5'9" and weight - 93.4kg) to initiate an ivtm therapy by an experienced physician. The nurse stated that no other invasive lines were placed into the patient during the ivtm therapy. On (B)(6), 2022, the morning shift nurse reported approximately 70 ml of saline left in the 500 ml saline bag at the start of the day. The patient achieved normothermia at approximately 05:00 pm on the same day. In addition, the nurse reported blood leaking from the catheter insertion site. The nurse changed the dressing two times overnight, inr (international normalised ratio) was high, and the patient received medications to reverse it. The nurse suspects the blood oozing from the insertion site is secondary to the elevated inr and not related to the catheter issue. The only additional effort placed into maintaining the catheter was to replace the dressings more frequently as they became bloody. The nurse did not report increased oozing from the insertion site when using the catheter infusion lumens. Per the nurse, the catheter was sutured correctly at the manifold and did not appear to be "walking out" of the vessel. There were no reported issues with catheter insertion, the catheter placement was confirmed via ultrasound, no alarms on thermogard xp ivtm system, and no blood was noted in start-up kit (suk) tubing. The suk airtrap was observed to be filled with saline, as intended. The nurse called zoll clinical support for assistance when the patient was being trialed on normothermia. Zoll clinical field specialist (cfs) assisted the nurse with troubleshooting per IFU, and there were no apparent signs of leaking from the saline bag, orange luers, air trap, or anywhere along the suk circuit. A leak check was performed on icy catheter per IFU, with no confirmed leak identified. Zoll cfs instructed the nurse to save the icy catheter and suk for return to zoll for investigation. Zoll cfs instructed the nurse to call back if any oozing increases with the utilization of infusion lumens. No additional calls were received from the facility over the weekend. Zoll cfs attempted to contact the customer but received no response.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned and the investigation has been completed. The event of bleeding was not serious; the only actions required were to replace the dressings two times overnight as they became bloody, and the patient received medications to reverse elevated inr, event resolved without sequelae. The event was probably related to the icy catheter due to the relevant timing and location at the time of insertion. The event is probably also related to the patient's clinical condition, which was shown in elevated inr. Bleeding at the IV insertion site is an anticipated event and could potentially occur with the usage of any catheter. The event of saline ran into the patient was not serious due to no patient effect. The event was causal related to the icy catheter due to relevant timing and location. Seems that around 430 ml of sterile, cold saline was entered the patient's vasculature. Administration of sterile, cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient effect was observed. The event "bleeding at the insertion site" is probably related to the device and not related to the procedure. The event "the fluid ran into the patient, no patient's effect" is causally related to the device and procedure.

Event description:
On november 03, 2022, the icy catheter (lot #174258) was placed into a right femoral vein of the post-cardiac arrest male patient (height - 5'9" and weight - 93.4kg) to initiate an ivtm therapy by an experienced physician. The nurse stated that no other invasive lines were placed into the patient during the ivtm therapy. On november 04, 2022, the morning shift nurse reported approximately 70 ml of saline left in the 500 ml saline bag at the start of the day. The patient achieved normothermia at approximately 05:00 pm on the same day. In addition, the nurse reported blood leaking from the catheter insertion site. The nurse changed the dressing two times overnight, inr (international normalised ratio) was high, and the patient received medications to reverse it. The nurse suspects the blood oozing from the insertion site is secondary to the elevated inr and not related to the catheter issue. The only additional effort placed into maintaining the catheter was to replace the dressings more frequently as they became bloody. The nurse did not report increased oozing from the insertion site when using the catheter infusion lumens. Per the nurse, the catheter was sutured correctly at the manifold and did not appear to be "walking out" of the vessel. There were no reported issues with catheter insertion, the catheter placement was confirmed via ultrasound, no alarms on thermogard xp ivtm system, and no blood was noted in start-up kit (suk) tubing. The suk airtrap was observed to be filled with saline, as intended. The nurse called zoll clinical support for assistance when the patient was being trialed on normothermia. Zoll clinical field specialist (cfs) assisted the nurse with troubleshooting per IFU, and there were no apparent signs of leaking from the saline bag, orange luers, air trap, or anywhere along the suk circuit. A leak check was performed on icy catheter per IFU, with no confirmed leak identified. Zoll cfs instructed the nurse to save the icy catheter and suk for return to zoll for investigation. Zoll cfs instructed the nurse to call back if any oozing increases with the utilization of infusion lumens. No additional calls were received from the facility over the weekend. Zoll cfs attempted to contact the customer but received no response.

Manufacturer narrative:
The reported complaint of a "possible leak from the icy catheter (lot #174258)" was confirmed during the functional testing of the returned catheter. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, no physical damage was found on the catheter, and blood residues were observed in the balloons and luer tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the medial balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot #174258. The event was probably related to the icy catheter due to the relevant timing and location at the time of insertion. The event is probably also related to the patient's clinical condition, which was shown in elevated inr. Bleeding at the IV insertion site is an anticipated event and could potentially occur with the usage of any catheter. The event of saline ran into the patient was not serious due to no patient effect. The event was causal related to the icy catheter due to relevant timing and location. Seems that around 430 ml of sterile, cold saline was entered the patient's vasculature. Administration of sterile, cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient effect was observed. The event "bleeding at the insertion site" is probably related to the device and not related to the procedure. The event "the fluid ran into the patient, no patient's effect" is causally related to the device and procedure.